Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation where service confirmed the customer's complaint. It is likely the compromised pebax bunched distal to the outer sheath, preventing retraction of the needle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed failure is a known phenomenon likely resulting from forcing the device through resistance and/or excessive angulation. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." ¿do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage.¿ olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the needle could not be fully retracted into the tube. Outside the endoscope, another attempt was made to extend and retract the needle, at which moment a piece of plastic was also ejected by the ejection of the needle. This piece of plastic must have broken off somewhere inside the needle.the reported problem was found during a diagnostic endobronchial ultrasound (ebus). There was no harm or user injury reported due to the event.